Event description:
During routine testing of the device at the service center, the service technician reported that the bottom corners of the front cover were broken. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.